Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 08, 2023 indicated that per the operative note provided, during surgery 30 ccs of fluid was aspirated from the right side. The fluid was mixed with silicone, but different from silicone. The sample was sent to microbiology and for further testing regarding breast implant-associated anaplastic large cell lymphoma (bia-alcl). Per the surgeon, the risk for malignant was low and the fluid most likely represents a reactive seroma. As a result, patient underwent right lateral and inferior capsulectomy and capsulorraphy, and replacement with unspecified silicone implant on (B)(6) 2023. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 64-year-old female patient who underwent primary breast augmentation surgery with mentor mentor memoryshape¿ tm+ 350cc gel breast implants on (B)(6) 2014 experienced a right-sided extracapsular breast implant rupture. Per the information provided, the patient underwent a lumpectomy for ductal carcinoma in situ (dcis) in (B)(6) 2021. No further details were provided. Should additional information become available, this case will be re-assessed, and notes will be updated. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).